Manufacturer narrative:
This issue took place in (B)(6); our thai affiliate has made numerous outreaches to the reporting surgeon for further information and detail of event. However, the affiliate reports back to us that the surgeon is refusing to talk to them any further about the issue. We are treating this issue as a malfunction because of the lack of forthcoming information and detail. We believe that something may have happened, however, we do not know if intervention was needed for remedy or not. A report is being filed to document this event. We cannot determine what may have caused the user to experience the reported incident. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a surgeon recounted to them that he had a patient who at some point in time underwent a knee procedure with the use of an unknown biointrafix screw and sheath for fixation. Subsequent to this procedure, communication suggests around 1 1/2 years post-op, the patient presented to the surgeon with swelling at the subject site. This is all of the information given. See also associated MDR 1221934-2010-00175.